Event description:
The manufacturer received information alleging a patient with a philps CPAP device had passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.